Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified flat creases, void >1 mm on side non-textured, and white particles in device inner surface. A leak test was performed which identified no leakage. A microscopic analysis was performed which identified partial delamination of valve and wear abrasion. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment was partial delamination of valve due to adhesive failure.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.